Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak from the transfer set. The minicap transfer set was found leaking a small amount of liquid; reportedly, it was not possible to close the integrated clamp fully. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.